Event description:
On (B)(6) 2023 accelus was informed of a revision surgery to remove an unlocked flarehawk 9 shim from a tihawk 9 implanted cage. The initial surgery took place on (B)(6) 2023. It was later reported that the shim was unlocked and migrating from the shell. During the revision procedure on (B)(6) 2023, the surgeon made incision on left side of patient and dissected down to the l5-s1 posterior joint on left side of patient. Retraction of the tissue was performed over left side l5-s1. The surgeon then removed the shim with the use of pituitaries. The surgeon was advised by vincent frazier (sales rep) to remove the shell per the surgical technique manual; however, they chose to leave the shell in place at l5-s1. In-depth assessment of exiting nerve roots and spinal were done, the procedure was then completed without issue. Reportedly, the patient was not experiencing any symptoms as a result of the migrated shim. No additional patient harm was reported during the revision surgery.